Event description:
It was reported that percutaneous coronary intervention (pci) was performed to treat a heavily tortuous and heavily calcified lesion in the #1-2 segments in the right coronary artery (rca). An asahi caravel mc microcatheter and an asahi sion black guide wire were used together to cross the lesion and advance to the distal segment of the rca. When attempts were made to remove the sion black guide wire with a kusabi catheter exchange catheter (kaneka medics), resistance was felt. As the caravel mc microcatheter was removed and a ryrei balloon catheter (terumo) was used, a marker was recognized at two locations under x-ray. When the ryurei balloon catheter was removed after balloon inflation, the markers were observed to have distally moved. The physician considered that the detached tip of the caravel mc microcathter had moved distally and concluded that the catheter fragment could not be removed. The physician decided to leave the fragment in situ. In 5 minutes of waiting, the patient condition did not show any anomaly. As there were no health hazards reported after the patient was transferred to the ward, the physician concluded that the procedure was completed. It was informed that there were no adverse patient effects due to the reported event and the patient was doing fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 the brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device distributed in the us, crv135-19m. The reported caravel mc microcatheter was returned for investigation. Microscopic observation found that the distal tip was detached and missing. The rupture end of proximal side of the tip segment had circumferential cracks on the tip polymer likely caused by ductile rupture, while the rupture edge was deformed in a dog leg like shape due to pressing stress applied. Measurement of the returned caravel mc microcatheter suggested that the tip segment was stretched and detached at approximately 2mm proximal to the tip end, which was the junction of polymer-only and polymer-and-braid tube segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensional stress exceeding the product design limit might have been applied to the tip segment of the subject caravel mc microcatheter during withdrawal attempts of the microcatheter while the catheter tip was caught and pressed by the balloon segment of the kusabi catheter exchange catheter. Consequently, the tip segment of the subject caravel mc microcatheter was damaged and eventually detached. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] 3) do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] - separation.